Event description:
Healthcare worker experienced burning sensation with a white discoloration of the skin of her right palm when she wore oven-type gloves to remove a load after a completed cycle and the h2o2 burned through the glove. The symptoms lasted several seconds and resolved after she rinsed the affected site with water. No medical attention was sought. The vaporizer plate was not in place at the time of the event but has subsequently been replaced.